Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power loss and failed battery. Customer's blood glucose was 6.7 mmol/l at the time of the incident. The customer has received a battery cap replacement but the issue was not resolved. The insulin pump's history was checked and showed replace battery now alarm. While troubleshooting the battery died again. Customer was advised to clean the battery cap and compartment and insert a brand new battery. The device will not be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert, failed battery test alarms and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed failed battery test alarms, low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. The battery cap contact and battery tube received with corrosion. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.